Event description:
It was reported that the device had migrated and erosion was visible. The patient had experienced constant discomfort with clothing, seatbelts, and arm movements at night while in bed. The pocket was revised. No further issues were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.